Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) declared a battery status of elective replacement indicator (eri). A remote interrogation indicated that the battery voltage was 2.55 volts and the charge time was 15.4 volts. Boston scientific technical services (ts) discussed that the lower voltage trigger is 2.53 volts so it is likely that the battery voltage was there when the second automatic capacitor reformation was performed; however, at this time we are unable to confirm this. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information indicates that this product was explanted and replaced.